Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui. It was reported that following insertion the patient experienced abdominal pain, dyspareunia, pelvic muscle spasms & sui.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 07/28/2017 additional information: (age at time of event), corrected information: (date of birth) additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with vaginal hysterectomy, bso. It was reported that following insertion the patient experienced urinary urgency.